Event description:
It was reported that the pump was to infuse a 2 gm/500 ml lidocaine solution. After one hour approx 380 ml had been infused. The pump displayed a rate of 400 ml/hr, with a vtbi of 17 ml and a vi of 433. The intended infusion rate was not reported. No adverse pt outcome resulted. The pump was removed from the pt. No medical or surgical intervention was required.